Event description:
Pt admitted to hosp for anterior/posterior spinal surgery secondary to congenital scoliosis. Hemovac drains were placed at the subfascial plane. On post op day 3, an attempt was made to remove the drains intact. The right drain broke off inside the pt's back. The pt returned to surgery the following day for removal of the retained drain. The drain was found underlying paraspinal musculature.